Manufacturer narrative:
UDI - not applicable. Implanted date: device was not implanted. Explanted date: device was not explanted. Phone number: unknown. Based on the results of our simulation and investigation, there is no evidence that there was a pre-existing defect with the device related to either the materials or the manufacturing process. The reference photo of the actual sample showed evident catheter breakage however the condition of the breakage point could not be confirmed on the provided photo. Verification of retention samples showed no related defects on the catheter tube that would lead to catheter tube breakage. Moreover, samples passed the catheter tube and catheter hub fitting force test and have higher tensile strength against our specification of >14.71n. Further evaluation on tensile strength of our catheter tube was conducted through manual pulling and bending test using resistance breakage tester (in reference to the previous catheter breakage complaints). The catheter tube elongated, and an evident dent was observed however, no breakage or holes were noted on the catheter tube that could result in breakage. We have 2 stages of 100% visual inspection. The first station covers the overall condition of the product. The second station covers the inspection of the catheter tip and needle tip condition and the distance between the catheter tip and needle heel. Thus, defects on the catheter tube such as scratch, hole, crack or partial cut can be detected during these processes. Also, the lot history file was checked and no irregularity or nonconformity was noted that may result in catheter tube breakage. Qc conducts a visual inspection to check product quality before shipment. No nonconformity related to the complaint was noted. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of terumo (B)(4) corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that the patient had hip surgery. Ivc insert position: carotid vein (on the neck). The ivc inserted date was (B)(6) 2021. On (B)(6) 2021, the nurse checked the position of ivc and discovered that one part of the catheter was disconnected. The disconnected part is still on the vein near the insert position, so the patient was urgently transfer to the or to get the catheter out. Until now, the patient condition was good. The patient needs minor-surgery to get the flowing catheter out of her vein. Procedure outcome was successful. Additional information was received on (B)(6) 2021: the administration of fluids was successful since the time of IV catheter insertion. For the first 3 days, the patient received transfusion. After that, the IV catheter was kept for remaining the open vein. There were no unusual conditions observed such as leakage on the catheter tube (near injection site). However, the chief nurse told us that the inserted position was in the patient's neck, so it got bended when the patient moved the next side by side.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the device return date in section d9, update section h3, section h6 and to provide the completed investigation results. The cause of the complaint could not be identified. The actual sample showed evident catheter breakage and the condition of the breakage point was unclean cut with slight elongation.